Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy drain fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ceftriaxone injection (1gm, discontinued) for peritonitis. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.